Manufacturer narrative:
The unit was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, compromised force sensor system, excessive no delivery test, and the displacement test. The unit was programmed with test minilink and the glucose sensor simulator. The unit communicated properly with glucose sensor simulator and displayed the 100 value properly on display graph. The unit was also programmed with test glucose meter. The unit communicated properly and recorded the 143 mg/dl value properly from glucose meter. The low suspend alarm feature worked properly. No lost sensor alarms noted. The unit was received with a cracked case at display window corners, reservoir tube lip, and battery tube threads. The unit was received with minor scratched display window. (B)(4).

Event description:
The customer's husband called in to report experiencing several low blood glucose levels between 21-31 mg/dl, threshold suspend not going into effect, and an issue with the sensor. It was reported that customer had symptoms of sweating and lightheadedness, and then passed out and began to have convulsion; the event lasted for more than 2 hours. The customer was treated at the scene by paramedics with a glucose kit. Customer was wearing insulin pump at time of incident. It was reported that customer is a brittle diabetic and experiences several lows. It was stated that customer's threshold suspend was at 90. Customer was taking blood thinners. Customer was able to retrieve settings on insulin pump but asked for a replacement device. The customer was advised that a replacement device may not solve the issues the customer has been having. The customer was advised that the device would be replaced, and agreed to return the product for analysis.